Event description:
Upon insertion of cook triple lumen catheter, the wire broke and remained in the pt. The pt was taken to operating room last night ((B)(6) 2012) and the wire was successfully retrieved. Pt status is unk at this time. Add'l info received (B)(4) 2012 - pt is still in hospital but not having any problems associated with the wire being removed in the operating room.

Manufacturer narrative:
(B)(4). No product was returned to assist in this investigation. Per specification, this device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. In addition, each wire guide comes with an attached caution label which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design spec. In this specific case, the event description does not offer any add'l evidence of contributing factors. In the absence of more definitive evidence, the root cause is inconclusive. We will continue to monitor for similar complaints. There is insufficient risk per quality engineering risk assessment to warrant risk mitigation activities.